Event description:
It was reported that a patient underwent an initial bi-lateral knee arthroplasty on nov 15, 2018. Subsequently, a revision procedure on the right knee due to pain and wear was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, g3, g6, h1, h2, h3, h6, h10 additional information received: update to health effect - clinical code: pain. Complaint description updated. Patient's name: albert maras. Patient's age: 64. . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00361-1, 3002806535-2021-00360-1. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 complaints reported with the items 159578 and 154926 and 1 complaint reported with the item 166577. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00361-2. 3002806535-2021-00360-2. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent an initial bi-lateral knee arthroplasty on (B)(6) 2018. Subsequently, a revision procedure on the right knee due to pain and wear was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The product has been requested to be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00360, 3002806535-2021-00361. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial bi-lateral knee arthroplasty on (B)(6) 2018. Subsequently, a revision procedure on the right knee due to unknown reason was performed on (B)(6) 2021.